Manufacturer narrative:
Repeat testing using a (r'wr) cell on a different panocell-10 lot reacted as expected. The unexpected negative result appears to have been sample related.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result on panocell-10 lot 04531 cell # 5 when testing a patient sample with a known anti-c. Patient has an anti-d and an anti-c. Cell 5 is only d- c+ cell on this panel.